Manufacturer narrative:
(B)(4). Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A device history record review and a service history record review were performed and revealed no issues that could have caused or contributed to the reported unknown alarm. Upon conclusion of investigation, the cause of the unknown alarm could not be determined. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported an unspecified alarm occurred during drain five of five on the homechoice (hc). The home patient (hp) stated they had turned the hc off. The technical service representative had the hp finish ending the therapy. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.